Event description:
Caller states, a leak was discovered and it was identified that the inner cannula was defective and could not lock into place. The caller confirmed that reintubation/ recannulation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is expected to be returned to the mfg site for analysis.